Event description:
Event description boston scientific crm received information that, over time, this lead was noted to have perforated the right ventricle. During the revision procedure, the decision was made to explant the lead and no attempts were made to reposition the lead. A new lead was successfully placed and no additional adverse patient effects were reported.